Event description:
During routine testing of the device at the service center, the service technician reported that a wire was broken off the power switch cable connector. The device was originally returned for repair of a printer problem when the broken wire was found while doing required updates to the device. The service technician replaced the power switch assembly to resolve the issue. Since this event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.